Event description:
Received an electronic report of a pt who had reported a leak in the peritoneal dialysis extension set to his nurse. The nurse who reported this occurrence was contacted in 1/2006 and additional info was verbally received. It was reported that this pt was treated intraperitoneally with 1 gram of ancef as a prophylactic measure. A new extension set was also applied to the pt by this nurse. No further medical intervention resulted from this event to this pt. A sample is available for eval.